Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the ez stent assisted embolization of the aneurysm, the echelon microcatheter could not be withdrawn from the stent and the blood vessel. It got stuck on the last ring of the stent, repeated attempts but could not be withdrawn. Finally, it was pulled out with force. The stent tip mark broke in the body and floated to the distal blood vessel. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing stent-assisted coil embolization surgery for treatment of aneurysms. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5 mm. Additional information was received reporting that the aneurysm was located at the right posterior communicating artery, about 7-6mm. It was clarified that it was the echelon that broke. The cause of the resistance/break was not determined. There were no actions/interventions taken to resolve the event. There will be no additional surgical intervention scheduled or planned to remove the tip from the patient's body.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) 0.0160¿ mandrel as found condition: the echelon-10 catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The ez stent used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damage or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found broken/separated. Testing/analysis: the total length (to the proximal marker band) was measured to be ~153.2cm, and the usable length (to the proximal marker band) was measured to be ~145.4cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). An in-house 0.0165¿ mandrel was inserted into the echelon-10 hub, through the micro catheter body and out the distal end with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed but could not be ruled out. Possible causes for catheter resistance include, but not limited to, incompatible devices, stent damage, micro catheter damage, flush rate too low, insufficient continuous flush or patient vessel tortuosity. The customer report of ¿catheter separation/break¿ was confirmed. It is possible the distal tip and distal marker band broke due to attempts to advance the stent against the reported resistance. As the ez stent used in the event was not returned, any contribution of the stent towards the catheter break and resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. H6. Coding updated based on analysis results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.